Event description:
The patient service representative (psr) assisting a (B)(6) female patient contacted zoll lifecor customer support service to report that there was a lightning storm and now her battery charger was not working. The patient was provided with a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (won't power up) has been confirmed. As received, the battery charger was found to have a defective power supply that was not capable of powering the device. The root cause cannot be positively identified but may have resulted from the reported "lightning storm." Once the power supply was replaced, the battery charger was fully functional. No adverse event resulted from the defective power supply brick. The patient received a replacement battery charger.